Event description:
It was reported that a pta balloon device was difficult to remove. The physician had completed a successful pta of an iliac vein, using a femoral approach. A 6f sheath and a 0.035 guide wire were used in the procedure. The balloon was inflated only once to 18atms using an inflation device, but it is unk how long it was held. After the completion of the procedure, the balloon and the sheath had to be removed together. No reported injury to the pt.

Manufacturer narrative:
The sample has not been returned for eval, so a sample eval could not be performed. The device history records could not be reviewed, as the lot number was unk. The results of the investigation are inconclusive and the root cause is unk. The current IFU states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.